Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During a procedure, when removing the advisor hd grid catheter from the patient it was noted that heart tissue was pulled back.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The catheter was not returned for investigation, however 2 images were returned. The images appeared to show tissue on the paddle of the advisor hd grid catheter. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the tissue on the paddle remains unknown.